Event description:
It was reported that the patient heard the device beeping. Upon interrogation, it was noted that an electrical reset had occurred. The device was cleared and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that a power on reset (por) for write to locked ram, addr=17ef, data=24 occurred on (B)(4) 2012 02:36:41. There was 1 - patient alert for por on (B)(4) 2012 02:36:41. Diagnostic information is consistent with reported event.